Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patients vitals became abnormal and a pericardial effusion with cardiac tamponade was noted on the posterior wall of the heart. The physician performed a pericardiocentesis draining blood from the patient. The blood was transfused back into the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.